Event description:
We received an allegation of questionable results for 2 patients' sample tested with the ise reagent on cobas c 501 serial number (B)(4). On (B)(6) 2023 the customer ran 2 patients' samples (samples 1 & 2). Sample 1 initially resulted in na values of 127 mmol/l and upon repeat at 1:35 p.m. The result was 128 mmol/l. Sample 2 initially resulted in na values of 124 mmol/l and upon repeat at 1:32 p.m. The result was 125 mmol/l. No incorrect results were reported outside the laboratory. The samples were repeated on another cobas module and the results that deemed to be correct for sample 1 was 135 mmol/l and for sample 2 was 132 mmol/l. The last calibration performed was on (B)(6) 2023.

Manufacturer narrative:
The field service engineer found that the ise vacuum nozzle nut was left off and that the kcl line was pinched in the lid of the analyzer. The engineer put the nut back on the ise vacuum nozzle and rerouted kcl line to specification. The engineer also replaced the electrodes, the pinch tubing, and the sipper tubing that was due. Then ran green rack. Performance testing and precision studies were within specifications and qc was successful. The service resolved the issue by putting the nut back on the ise vacuum nozzle and rerouting kcl lines to specification.